Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat an unknown artery. The 5.0x60mm armada 35 balloon dilatation catheter (bdc) was prepared for use without issue. The bdc was advanced to the target lesion and inflated normally. Upon deflation and aspiration, air bubbles were noted in the indeflator. The device was removed without issue. A second armada 35 was being prepared outside the patient anatomy when air bubbles were noted during aspiration. A leak was suspected from the hub. A third armada 35 device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.